Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken shell, brown particles, fold creases, observed a dark circle around the patch and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: a curved striated opening on anterior side assessed as surgical damage, broken shell with striated edge on anterior side assessed as surgical damage and broken shell with smooth edge on anterior side assessed as smooth opening. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage; broken shell with striated edge assessed as surgical damage and broken shell with smooth edge assessed as smooth opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.